Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) and clonidine via an implantable pump for non-malignant pain. The patient reported that the pump had shifted so much and that the pump was up higher and they could not even feel where the pump was so they had to guess where the pump was. When asked for the event date, patient said that it was mid-(B)(6) so about on (B)(6). Patient said that the pump shifting was a little bit uncomfortable and that healthcare provider (hcp) said if this was really an issue that they should connect with a surgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.